Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-sep-2023. H.6. Investigation summary: our quality engineer inspected the 84 representative samples submitted for evaluation. The reported issue of blood backs up / not completely expelled was not confirmed upon inspection and testing of the samples. 20 of the representative samples were selected at random to be reviewed. The 20 samples underwent visual inspection, injection leak test and catheter adapter leak test. The 20 samples passed all the inspections and tests, therefore the defect reported could not be confirmed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 2 of the bd venflon¿ pro safety leaked. The following information was provided by the initial reporter, translated from french to english: injection backflow problem due to leaky valve.

Event description:
It was reported that 2 of the bd venflon¿ pro safety leaked. The following information was provided by the initial reporter, translated from french to english: injection backflow problem due to leaky valve.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.